Manufacturer narrative:
Investigation summary: a review of the device history record revealed the product was released according to all established procedures and qa documentation. A total of two (2) samples were received for evaluation. Visual inspection and functional testing performed confirmed the reported complaint of leaking between the cross spike and the tubing line as the cross spike was detached. An investigation has been initiated for cross-spike leaks in order to determine the root cause of this device failure. This device failure will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the joey enplus spike with flush bag is leaking.